Manufacturer narrative:
Date of report: 15jul2019. Date rec¿d by MFR: 22jun2019. A gas delivery system (gds) was return for analysis. During further investigation (fi) an optical inspection of the ventilator revealed no anomalies. Airflow accuracy testing, oxygen flow accuracy testing and oxygen concentration accuracy testing were performed. The airflow accuracy testing failed, oxygen flow accuracy testing failed, and oxygen concentration accuracy testing passed. The failure was due to the airflow sensor caused by u1 drifting out of specification. Root cause: the submitted unit failed due to airflow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. International UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported o2 accuracy issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 100% setting. There was no patient involvement. Event date not specified: estimate used.